Event description:
The tip of the microcatheter became stuck in a chronic total occlusion lesion in the mid anterior tibial artery, which was severely calcified. During removal, the microcatheter unraveled, and the tip of the catheter fracture. Pedal access was obtained, and a sapphire balloon was used for angioplasty via that route. During angioplasty, the fragment of the microcatheter became stuck in the i.d. Of the balloon; the tip of the microcatheter was removed during balloon removal.